Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to get the cartridge to fit onto the pump properly. The customer was able to load a cartridge successfully. There was no reported impact to the customer's blood glucose level.